Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unknown date, in the same month as being diagnosed with peritonitis, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient¿s pd effluent was still cloudy, however, the patient was recovering from the peritonitis event. It was not reported whether dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that on an unknown date in (B)(6) 2015, the patient was diagnosed with peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.